Event description:
It was reported that the insulin pump was exposed to water and the device was not working. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had a blank display, as a result of moisture damage on the electronic assembly.